Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received multiple cartridge alarms (cartridge alarm 19) with multiple cartridges during the load process. Additionally, it was reported that the customer received an inaccurate fill estimate. Reportedly, the fill estimate was stuck at 40 units and remained static. Reportedly, the estimate started to eventually decrease like normal from 40 units. The customer reloaded the cartridge multiple times and reported the issue still recurred. Customer reported the cartridge was filled with cold insulin; tandem technical support (cts) advised the customer to fill with room temperature insulin to avoid future fill estimate inaccuracies; customer acknowledged. Customer's blood glucose was 180 mg/dl at the time of the report. Customer confirmed that an alternate method of insulin delivery was available.

Manufacturer narrative:
The failure investigation has been completed and the alleged cartridge alarm 19 issue was verified. Based on the analysis, the alleged insulin gauge issue could not be verified.